Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode while jogging and was subsequently transported to the emergency department (ed). Upon telemetry evaluation, it was observed that the rv lead exhibited loss of capture (loc), resulting in asystole. The physician established the right ventricular automatic threshold (rvat) at 5v and set the output at 7.5v. Additionally, it was noted that the patient's troponin levels were elevated, raising suspicion of coronary syndrome. Consequently, pacer pads were applied to the patient. A data issue with the date and time displayed in the device was also noted. Technical services (ts) reviewed the incident and indicated that insufficient information is available to determine the cause of the syncopal event. Ts recommended close monitoring of the patient, along with the performance of serial lead measurements. No adverse patient effects were reported. This pacemaker remains in service.